Manufacturer narrative:
The hospital biomed replaced the condenser to resolve the leak condition. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the system could not be pressurized due to a leak condition. There was no report of patient involvement.